Manufacturer narrative:
Investigation summary: the supplier has reviewed the device history record for the reported lot and there were no deviations listed for this lot at the time of manufacturing. As samples were not returned for the complaint analysis, the supplier performed an investigation on retained samples from the same lot. The retained samples were found to be within the specifications during the visual and dimensional check, completed for the reported issue. A leakage test under compression in accordance to iso7886-1 was conducted; there was no air let into the syringe during the test and air was not visible between the seals of the gasket. Since the complained sample was not available and the investigation results on the retained samples were within the specifications and did not reveal air into the syringe, a root cause could not be identified. No new actions are required at this time. The complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the physicians feel that the rubber stopper on the plunger is not of best quality as previous syringes and they let air into the syringe. There was no patient injury reported.